Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 126-145mg/dl fasting. Verified the strips expire 04/15/2017. Customer confirms the strips are stored in the kitchen and were opened one week ago. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 126-145mg/dl fasting. Verified the strips expire 04/15/2017. Customer confirms the strips are stored in the kitchen and were opened one week ago. Reviewed meter memory: 172mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 117mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 128mg/dl, (B)(6) 2015, 06:30:00 am, fasting: yes; 126mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 251mg/dl, (B)(6) 2015, 09:45:00 am, fasting: yes. No adverse event reported.